Manufacturer narrative:
Results of evaluation: infection, history of fever and other ailments.

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 22 months ago. Aneurysm and vessel morphology from time of implant is unknown. It was reported that the patient has had a fever and other aliments since the time of the implant. Approximately, 1 month ago, the patient was found unresponsive, malnourished, was unconscious for an unknown extended amount of time, and had a white blood count of 22,000. The physician elected to remove the stent graft, which was found to be infected, and the blood around the stent graft has been sent for a full toxic screening. After the explantation, the patient is reported to be stable. The explanted graft has been received by medtronic, and its evaluation is pending.